Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhage is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was applied by the hospital wound care center on (B)(6) 2019 and bleeding subsequently occurred on the same day, (B)(6) 2019. It is unknown if neither hemostasis was achieved prior to the application of the activ.a.c.¿ ion progress¿ remote therapy monitoring system nor if and what medical or surgical intervention was performed. This report is being filed due to possible use error. Device labeling, available in print and online, states: warnings: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ. Infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On (B)(6) 2019, the following information was provided to kci by the family member: blood was allegedly seeping from the v.a.c.® dressing. The patient was instructed to turn the activ.a.c.¿ ion progress¿ remote therapy monitoring system off and pressure was applied pending ems (emergency medical services) arrival. No additional clinical information was provided. Records review noted the following: on (B)(6) 2019, at 0649 hours, the hospital representative noted that the activ.a.c.¿ ion progress¿ remote therapy monitoring system was needed on (B)(6) 2019 and should be delivered to the wound care center. At 2037 hours, kci received a technical call from the hospital related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system that was resolved. At 2136 hours, a record was created for an allegation of blood seeping. On (B)(6) 2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.